Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that during the use of a hotline fluid warming set during a blood transfusion, several 10cm long air bubbles were observed in the administration set. When the second bag of blood was administered, that is when the air was discovered in the administration set. The chamber of the transfusion unit was filled with blood, with no air observed. The transfusion was stopped, and the hotline administration set was changed to a new set with a different lot number. The hotline plus administration set was sent to "med-tech's" without being disconnected. Additional information has been requested and not received. No adverse events reported at this time.